Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging she was unable to test with her onetouch ultramini meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the morning on (B)(6) 2011. The patient's testing frequency and health conditions are not clear; however, per csr's notes, the patient manages her diabetes with metformin and glipizide (dosages not specified). According to the csr's documentation, the patient reportedly denied taking any action in response to the reported meter issue and subsequently five days after the alleged issue began, the patient reportedly developed symptoms of sweating, fast heartbeat, and shortness of breath. The patient, however, denied receiving any form of medical intervention/treatment after the reported product issue began. During troubleshooting, the csr noted that the patient was not using the proper testing technique per owner's booklet recommendation; the csr verified that the patient was testing in the meter's setting mode. The csr noted the alleged issue was resolved with training. Replacement products were still sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k061118.